Event description:
Overdelivery reported. The pump was set to infuse dobutamine 250mg/250ml at 29ml/h. A new container was hung at approx 8:00am. At 12:30pm, the pump gave an unspecified alarm and the nurse noted that the entire container was empty. The expected hang time was 8.5 hrs. The pt did not experience any changes to his vital signs or any other. Adverse effects from the overdelivery. No add'l info was available.